Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2014, expert humerou nail (ehn) system was used for a right humeral diaphyseal fracture case. The surgeon tried to insert a guide rod into the fracture site first, but could not. The surgeon tried to insert the guide rod using synream reaming system. However, the surgeon inserted the reduction tool into the medullary cavity without the reamer head. As a result, the reduction head was left in the medullary cavity. The reduction head was removed after making an incision in the fracture site. The fracture site was reduced with the forceps, and then normal nail insertion was done. The fixation was completed with 2 proximal screws and 2 distal screws. Two (2) days after the operation, the patient was diagnosed with suspected radial paralysis. This report is on the locking screw. This is 4 of 6 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.